Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a starclose se after an unspecified procedure. Reportedly, the clip of the starclose se device was unable to be placed, the clip deployment did not work. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. Athough the name of the physician was provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis, which would have aided in determination of the root cause. Difficulty or failure to deploy the clip appears to be related to the inability to fully split the sheath. The most probable cause for the difficult or failure to split the sheath is related to the material used to manufacture the sheath. A review of the complaint handling database found similar incidents from this lot reported for difficulty or failure to split the sheath. Abbott vascular (av) conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that an ateriotomy closure of the calcified right common femoral was attempted using a starclose se via 6fr sheath after a percutaneous transluminal angioplasty procedure. Reportedly, resistance was felt during advancement of the thumb advancer and the sheath was not split completely. The clip of the starclose se device was deployed and remained at the distal tip of the device. The safety release mechanisum was used to facilitate in device removal. Manual arterial compression was applied to achieve hemostasis. The clip was removed following the procedure during inspection of the device. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.